Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device became extremely hot. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. There was no human patient involvement as this device is for veterinary use only. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the device became extremely hot while running. During repair, it was observed that the needle bearings and gear exit shaft were corroded. It was determined that the device had corrosion in the housing and the oscillating-head with/fork coupling was worn out. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.